Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was found to be dislodged one day post implant and was replaced with a similar lead. After an ablation, non-capture was noted. The physician felt this was partially due to a very large right heart and the position probably changed with the patient's movement.